Event description:
It was reported that there was a communication problem and that the patient was no longer able to charge their implant. It was also confirmed that the clinician programmer, the recharger, and the patient programmer could not connect. It was noted that it had been at least 3 months prior to the date of the report since the patient had charged. It was later reported that there was a power on reset (por). It was further reported that a manufacturer representative met with the patient on the day of the report and did a 1 hour physician mode recharge (pmr). Normal charging was attempted after the pmr but they still could not charge. It was noted that a new pmr was started. It was noted that it was presumed to be in overdischarge. It was later reported that there was a power on reset (por) following an overdischarge. It was noted that a manufacturer representative met with the patient on the day prior to the report to address the overdischarge and they were able to charge normally after one full physician mode recharge (pmr) and about 20 minutes of a 2nd pmr. The patient then charged normally for 2 hours and were showing 25% full. The device was reportedly interrogated with a clinician programmer and the por was cleared. It was noted that when the manufacturer representative looked at the programming they got the message that the implantable neurostimulator (ins) discharged. It was noted that the patient last had stimulation in (B)(6) 2014. It was later reported that the manufacturer representative had to do a ¿triple charge¿ because there was no stimulation. It was noted that the manufacturer representative met with the patient again after they had charged for 7 hours and reprogrammed the patient. It was reported that the patient came to see a manufacturer representative because their battery was dead. The patient reportedly went home and charged for several hours and was fully charged up. It was noted that the therapy was working fine and that the patient had good therapy. [Information pertaining to the issue with the patient programmer was omitted, see (B)(4)] it was later reported that overdischarge was confirmed and that the patient had not charged for months. The physician mode recharge (pmr) was reportedly successful. It was noted that the patient had no stimulation and the patient was reprogrammed after charging and felt great relief. It was also noted that the new programming was an improvement over the old therapy settings. It was later reported that the cause of the overdischarge was patient compliance and after a physician mode recharge (pmr) the patient was able to fully charge and the power on reset (por) was cleared and the patient was reprogramed. The patient reportedly had improved back pain relief and legs and left satisfied. Additional information received reported that the patient would be getting a new device but a date had not been scheduled at the time of the report.

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(6), product type recharger; product ID 39286-30, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(6), implanted: (B)(6) 2009, product type extension; product ID 3708160, serial # (B)(6), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
Additional information received reported that the patient has had 2 overdischarge events with the most recent one a couple months ago. It was noted that they needed to do 2-3 pmr to get the battery working again. It was stated that "if the healthcare professional (hcp) approved for replacement they were looking at putting in a restore advanced to avoid the issue of overdischarge because the patient was able to have more time to charge his battery".